Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was noted that the patient had a small left ventricle (lv). When attempting to position the device deep, the patient went into ventricular tachycardia (vt). The surgeon opted to keep the pump shallow at 2cm. Subsequently, impella was successfully weaned and explanted. Patient survived the procedure.